Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the arterial handset of the dialyzer. There was no reported adverse event, serious injuries, or required medical intervention. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
Corrected information: h6 patient code replaced (transcription error) plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, non-conformances, deviation, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.